Manufacturer narrative:
(B)(4) d10 - associated medical devices: liner 28 mm i.d. For use with 47/48/49 mm o.d. Shells; item# 00500104728; lot# 65885067 shell 48 mm o.d.; item# 00500104800; lot# 65800198. G2 - foreign: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient underwent a revision to replace the cup approximately one year later, due to unknown reasons. The head and liner were also explanted. Attempts have been made and no further information has been provided at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5, g3, h2, h6.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient underwent a revision to replace the cup approximately 1 year later, due to infection. The head and liner were also explanted. Attempts have been made, and no further information has been provided.